Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the therapy connector assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
Physio-control further examined the removed therapy connector assembly and determined that the cause of the reported issue was that all of the sense pins located on the internal portion of the assembly were worn.

Event description:
The customer contacted physio-control to report that their device would intermittently give a "connect electrodes" message. As a result, a patient load may not be able to be detected and defibrillation may not be possible. There was no patient use associated with the reported event.